Event description:
The facility representative reported an as50 infusion pump with a condition of "broken barrel clamp." This condition occurred during power-up. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A device history review was performed revealing the pump failed 'beep sound non stop ' and cal sensor upper during power off and up respectively. The pump was reworked and passed subsequent testing. A service history review was performed revealing reported condition is related to previous reported problems for this pump. This device is no longer supported, and no evaluation was conducted. Therefore, the reported condition could not be confirmed nor reproduced due to the device being a final return stay-in.